Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 11/5/2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. The lens was cleaned, and cosmetic issues (scratches) were observed on the optic body. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one complaint from this production order number, however the reported issue is unrelated to this reported complaint and no product deficiency was identified in that case. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information received revealed that lens was fully inserted and removed during the same procedure. There was no patient injury. Incision was enlarged to remove the lens from patient's operative eye and sutures were placed. Procedure was completed successfully using backup lens. As a result the following fields have been updated: section e1: corrected data: initial reporter name: (B)(6). Section e2: corrected data: health professional: yes. Section e3: corrected data: occupation: physician. Section h6: health effect - impact code- corrected data- 4631- removal and replacement. Section h6: health effect - impact code- 4625- sutures. Section h6: health effect - clinical code- 4581- incision enlargement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted."

Manufacturer narrative:
Age, weight, and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed in the initial surgery. If explanted, give date: not applicable, as lens was removed in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 model intraocular lens(iol) haptic was not attached when the lens was inserted into the eye. No further information available.